Event description:
It was reported that while transporting a pt for a heart related problem, the ambulance hit an embankment and flipped on its side. It was also reported that the pt had broken ribs and had to be airlifted to the hosp.

Manufacturer narrative:
It is stryker's position that the stryker products involved in this alleged traffic accident be taken out of service because they may have sustained structural damage which may not be ascertained by inspection.